Manufacturer narrative:
The cartridge was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. As a result of the investigation the reported complaint was not confirmed all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not implanted in the patient¿s eye. Concomitant product: za90030180 lens, serial #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the leading haptic got trapped in a door of the loader and broke off when injecting into the patient's eye. In follow-up, it was reported that the haptic broke at the haptic/optic junction. The issue was due to a handling difficulty with the insertion system. Reportedly, the lens was not partially implanted; however, there was patient contact but no change in procedure; no delay or any adverse effects to the patient. The emeraldc cartridge will not be returned for evaluation due to the sample was discarded by the user facility.